Event description:
It was reported that the patient presented remotely via merlin.net. It was discovered that the patient's insertable cardiac monitor (icm) exhibited premature battery depletion. No intervention was performed, and the icm was monitored. The patient was stable